Event description:
Asr revision reported via sales rep, asr xl, right, reason(s) for revision : pain / loosening (cup).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-28233. 1818910-2014-27874 will be rejected. 1818910-2014-28233 will be kept for investigation purposes.